Manufacturer narrative:
From our preliminary investigation, it was found in drive-thru and (B)(4) (curative patient databases) that the patient sample associated with barcode (B)(6) and reference (B)(4) was collected from the (B)(6) site (B)(6) 2021, received by the testing lab (B)(6) 2021, and resulted as positive (B)(6) 2021. Testing for sample (B)(6) began (B)(6) 2021 8:35 pm on plate-(B)(4), position f9. Patient sample (B)(6) was initially flagged for repeat testing because the viral CT value generated was in a repeat range according to curative's sop guidelines (viral CT value 37.21). As a result, repeat pcr testing for sample (B)(6) was performed on plate-(B)(4), position e1. Repeat testing for sample (B)(6) resulted in a viral CT value of 34.83, which is indicative of a positive result. Samples from plate-(B)(4) were manually plated (sop (B)(4)), extracted using the king fisher method (sop (B)(4), reagent lot #s for lysis buffer 18670200, bbd: 18634400, bbd iso: shbm9843, wash wbe: 18516400, wbe iso: shbm9843, ethanol shbn0971, elution 202809), and prepared for pcr using the bravo method and mastermix from batch 7 (sop (B)(4)). Samples from plate-(B)(4) were manually plated (sop (B)(4)), manually extracted (sop (B)(4), filter plate lot number: 600618), and prepared for pcr using the integra method and mastermix from batch 7 ((B)(4)). Moreover, the reagents used to test the patient's sample were in specification, not expired, passed qc and the floating blank was in the correct position. A floating blank is a well on the 96-well pcr plate that is intentionally left blank (that has no specimen) that is used to help verify the correct position of the plate in the pcr result software when the plate is undergoing review. Customer success reached out to the patient and explained how curative pcr test work and how test results are created. Customer success also explained to the patient that the test results had been repeated and that the results were accurate. It was also explained that viral shredding can cause positive results after having the virus. In conclusion, curative can not confirm this false positive claim. The result of the investigation clearly showed a true positive result.

Event description:
The patient called in to customer success to state they did not believe that their test results were correct. The patient said that the positive result was wrong and that now she was going to miss a flight because of it.